Manufacturer narrative:
Patient identifier and weight not known at the time of filing. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the tip of the driver broke off within the screw head. The piece was stuck in the screw and was unable to be removed. There was a less than 1-hour delay to the procedure and the patient outcome is not known.

Manufacturer narrative:
No impact on patient outcome. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted and confirmed by the physician that there was no impact on patient outcome.

Manufacturer narrative:
Correction: analysis on the returned solera 5.5/6.0 driver resulted in an a physical damage failure being found through visual/physical examination. Analysis states that the tip of the driver has been broken off and is missing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier received. Patient weight is not available from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the tip of the driver broke off within the screw head. The piece was stuck in the screw and was unable to be removed. There was a less than 1-hour delay to the procedure and the patient outcome is not known. There was no impact on patient outcome.